Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked reservoir tube, and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possible sweat exposure. Blood glucose level at the time of the incident was 372 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.